Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately one month post cataract surgery and bilateral intraocular lens placement, the patient reported being dissatisfied with her visual acuity. A yag capsulotomy was performed on both eyes. The patient's current prognosis and treatment are glasses for distance vision. This report pertains to the patient's left eye.

Manufacturer narrative:
Corrected data: describe event or problem.

Event description:
Update: it is to be noted that the information previously reported as "right eye has 1 diopter of induced cylinder and left eye has over 3 diopter of cylinder and extensive fibrosis" was reported in error.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information received indicates that patient also complained of "shadow" over her vision post yag treatment. The doctor believes it is due to a cloudy vitreous. Reportedly, the patient has 1 diopter of induced cylinder in the right eye, 3 diopter of cylinder in the left eye, and extensive fibrosis.